Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. A surgical procedure was performed, during which inflation issues in the pump and fluid loss in the cuff were noted; therefore, all components were removed and replaced. There were no patient compilations.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. A surgical procedure was performed, during which inflation issues in the pump and fluid loss in the cuff were noted; therefore, all components were removed and replaced. There were no patient compilations.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, during which tool marks and two tears along the lateral edge of the cuff shell were identified, consistent with sharp instrument damage. Due to that finding, the component was not leakage tested. The balloon was visually inspected, leak and functionally tested. No damage or abnormalities were noted under visual evaluation, and no leaks were identified; however, the balloon did not pass functional examination due to an output pressure above specification. The pump was visually inspected, leak and functionally tested, and it passed all testing. Based on the information available and analysis results, the balloon not passing functional evaluation could have caused or contributed to the reported clinical observation of device not working properly.